Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the right atrial (ra) lead exhibited a placement difficulty and fixation difficulty in the atrium. The ra lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.